Manufacturer narrative:
H10: the sample was received and evaluated. An event history log review was performed with no observed issues related to the reported condition; the reported shock is not a recordable condition and would not be found in the event logs. A visual inspection of the device was performed, and no physical damages were found related to the reported condition. Functional testing was performed with no observed issues. The reported condition was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced quick shocks in the hand on a homechoice automated peritoneal dialysis system. The patient felt the shocks while standing barefoot, closing the cassette door during the steps between ¿press go to start¿ and ¿connect¿ on the homechoice device. There was no patient injury or medical intervention associated with this event. There were no defects noticed on the power cord. The device was not plugged into a grounded outlet and was using a stabilizer adapter. No additional information is available.